Event description:
It was reported that the user¿s dexcom g6 continuous glucose monitoring system was not connecting to the ilet after the prior transmitter expired and a new transmitter was applied, and pairing attempts failed despite guided steps that included toggling between g6 and g7 and re-entering the sensor and transmitter serial numbers. Symptoms included no glucose data available to the ilet. Outcomes included use interruption requiring troubleshooting and education. Investigation included guided connectivity and pairing troubleshooting. Investigation of this case revealed a pairing failure between the cgm transmitter and the ilet, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.